Event description:
Parent was holding client in lap. Client squirmed and pulled vent circuit tight, 4.5 biuona flextend snapped into 2 pieces. Trach broke at the end of the metal spiral, an obvious tear was noted to the top of the internal trach tube, as well as the trach was in 2 pieces. An emergency trach change was facilitated per parent.